Manufacturer narrative:
Article citation: "breast implant associated anaplastic large cell lymphoma (bia-alcl) - case report and review of the literature." Kovacs, a.; hansson, u.; ednersson, s. Bram; marton, b.; helou, k.; parris, t.; janeva, s.; virchows archiv, (sep 2019) vol. 475, supp. [1], sp. Iss. Si, pp. S72-s72. Ma ps-01-035. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: fluid and bia-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Through journal article "breast implant associated anaplastic large cell lymphoma (bia-alcl) - case report and review of the literature; virchows archiv, (sep 2019) vol. 475, supp. [1], sp. Iss. Si, pp. S72-s72. Ma ps-01-035", healthcare professional reported patient "diagnosed with alk-negative bia-alcl, which developed after reconstructive breast implantation and a delayed, non-infective fluid collection around the breast implant." This record is for an unknown side. Device has been explanted.